Event description:
It was reported that the patient contacted support after a cartridge that had been filled shortly beforehand appeared to be empty while the patient was connected to the device. Blood glucose levels were noted to be rising. The patient had already disconnected as advised and treated with soda and mashed potatoes. The patient reported removing the cartridge and observing that the cartridge plunger was missing. Based on this observation and the rising blood glucose levels, it was determined that insulin most likely leaked or was expelled from the cartridge during the cartridge change, possibly due to overfilling, rather than being delivered to the patient. The patient was guided through a cartridge-only supply change, which was completed without issue, with careful review of the proper cartridge-filling procedure. The patient was instructed to continue monitoring blood glucose levels. During follow-up, the patient reported that blood glucose levels did not go low and stated that the insulin had leaked into the device and did not enter the body. The patient was unable to provide a lot number. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.